Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump would occasionally lose power at random and that there was a crack in the pump's casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a review of the black box showed one unexplained reboot on 11/21/2013. A battery compartment crack was observed and the battery cap threads were damaged. The cap was unable to fully tighten on to the pump; however, no power loss was observed. The pump was exercised for 24 hours with no power loss. The pump cover was removed and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.